Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 380 mg/dl. Reportedly, the bg level was a side effect of taking a cortisone shot. The user addressed elevated bg level with a bolus via the pump. Additionally, it was reported that the user over bolused the elevated bg level and reported a low bg level in the 40's (mg/dl). Reportedly, the user stated that they programmed the pump to deliver more insulin than was needed. The user addressed low bg level with glucose tablets.